Event description:
The customer reported that the insulin pump had moisture damage and water under the display was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic and motor assembly.